Event description:
Sometimes the magnet valve unit doesn't open, which will prevent it from functioning. Sometimes it won't close with the result that gas keeps coming to the ventilator=overpressure. There was no pt injury.

Manufacturer narrative:
The reported problem was investigated by the MFR and supplier. The problem was found to be related to the use of an inadequate spider pattern inside the magnet valve. The supplier has returned to the use of the original standard pattern.